Event description:
The customer reported a loss of ECG due to a failed leads set with an m4735a defibrillator. The non-clinical biomedical engineer alleges that the loss of ECG delayed therapy of the pt and that a serious injury occurred. The pt required emergency treatment.